Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the pump came out of storage mode the settings were deleted and the time was accurate by 4 minutes. The customer blood glucose level was 471 mg/dl. In addition, it was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Reportedly, customer reverted to insulin shots for insulin therapy.